Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one and half year¿s post filter deployment, kub scan revealed an ivc filter migrated to the right atrium. Three days later, ivc gram revealed the ivc filter at ivc/right atrial junction with apex extending into the right atrium. The patient was presented for filter removal on the same day. Subsequent ivc gram revealed, a malpositioned ivc filter at ivc/right atrial junction with apex extending into the right atrium. The filter was removed successfully. Therefore, the investigation is confirmed for filter migration and malposition. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter malpositioned and migrated to the heart with apex extending into the right atrium. The device was removed percutaneously. The current status of the patient is unknown.